Event description:
It was reported that the right ventricular (rv) lead was experiencing loss of capture, high capture thresholds, and high out-of-range impedance. Impedance and thresholds testing was conducted to confirm these measurements when the patient checked into the clinic. The lead was explanted and replaced. It was discovered that the lead had fractured. No additional adverse patient effects were reported. The device was received for analysis.

Event description:
It was reported that the right ventricular (rv) lead was experiencing loss of capture, high capture thresholds, and high out-of-range impedance. Impedance and thresholds testing was conducted to confirm these measurements when the patient checked into the clinic. The lead was explanted and replaced. It was discovered that the lead had fractured. No additional adverse patient effects were reported. The device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. The electrical measurements were tested and found that all lead measurements were normal. An x-ray inspection was executed and found no conductor issues. However, through a visual inspection, it was noted that the helix was stretched and a portion of its tip was severed off, indicating that there was induced damage.